Manufacturer narrative:
Correction: it was inadvertently stated on the initial MDR that patient identifier, sex, and date of birth were not available from the site. However, they were entered and submitted with the initial MDR. Patient weight was confirmed to not be available from the site. The computer was returned to the manufacturer for analysis. Investigation found that the computer had bad video output. When a known good video card is installed into the computer the video signal is good. The computer has a bad video card. The computer boots normally to the application screen. The cranial program and exams load without issue. Seatools long test-no errors. Memtest86-no errors. The computer passed phd testing on 02/15/17. The hardware investigation found that reported event was related to the computer graphics card malfunction. Software analysis found that software is functioning as designed.

Manufacturer narrative:
Patient information was not made available from the site. On 01/06/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 01/13/2017 a medtronic representative, following-up at the site, confirmed the computer was replaced in the navigation system. On 01/26/2017 a medtronic representative, following-up at the site, reported the reported issue occurred during the procedure and after incision and before performing an imaging system spin. This did not result in a delay in the surgery as the surgeon was not using it yet and had shut-down to re-boot.

Event description:
A medtronic representative reported that while in an ear, nose & throat (ent) transsphenoidal procedure, the site's navigation system unexpectedly became unresponsive. A re-boot of the navigation system restored normal function. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.